Event description:
As reported through the field clinical specialist, approximately 4 years post implant of a sapien 3 the patient presented with moderate to severe paravalvular leak and central insufficiency. A 23mm sapien 3 ultra valve was successfully deployed. Per report, the initial sapien 3 valve looked under deployed and was small in the annulus and a larger 23mm sapien 3 ultra valve was implanted in the aortic position.

Manufacturer narrative:
The investigation is ongoing. The valve remains implanted in patient.

Manufacturer narrative:
Additional information: section h6, section h10. The sapien 3 valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. A device history record (DHR) review and lot history were unable to be performed as no serial number was provided. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the complaints were not able to be confirmed due to the unavailability of the device and/or relevant imagery. A review of IFU/training materials revealed no deficiencies. There was no allegation or indication a product deficiency contributed to this adverse event. Investigation results suggest/indicate as pvl was resolved with same size of valve, indicating that the valve was likely under-expanded during the initial deployment. Under expanded valve can result in a gap between the valve and annulus leading to pvl. As such, available information suggests that procedural factors (under expanded valve) may have contributed to the complaint event. However, without relevant imagery, a definitive root cause was unable to be determined at this time. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The paravalvular leak may reduce the back pressure requiring for proper leaflets closure during diastole cycle leading to central regurgitation. Similarly, under expanded valve may impede leaflet motion resulting in central regurgitation. As such, available information suggests that patient factors (paravalvular leak) and/or procedural factors (under expanded valve) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product and manufacturing non-conformance were identified, n product risk assessment (pra) escalation and no corrective or preventative actions (CAPA) are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.